Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have one blade broken at the base. A piece measuring approximately 0.3770" x 0.088" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The instrument was connected to an in-house energy generator and failed energy recognition.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade fractured with no collision of surgical instruments. The fractured fragment was visualized directly and removed from the body.